Manufacturer narrative:
The biomedical engineer (bme) called in because they had questions about their ECG on a bedside and a transmitter. He says that he sees more alarms on a transmitter than a bedside monitor. He says that he wants both type of devices to show the same alarms / alarm settings. He has concerns that the bedsides have less alarms, and that they are not as accurate as the transmitters. Biomed said that they had a run of vtach that did not trigger an alarm, and they see that a transmitter will have a run of vtach and it will alarm. He wants to find out about the settings on the bedsides and the transmitters. They have bsm-6000's and zm-530's. Nihon kohden clinical spoke to the customer and that there was not one specific patient. This was a general question about telemetry and bedside monitor patient's on a central nursing station (cns). According to the biomed the settings were different for the two cnss that he was looking at. This appears to be a settings issue. The issue regarding the vtach is an alarm threshold. Vtach most likely didn't meet the alarm threshold because the alarms are different from one central station to another. Therefore, when comparing if the vtach on one device with vtach on another they would not match up. Requesting logs to investigate. No patient harm was reported.

Event description:
The biomedical engineer (bme) called in because they had questions about their ECG on a bedside and a transmitter. He says that he sees more alarms on a transmitter than a bedside monitor. He says that he wants both type of devices to show the same alarms / alarm settings. He has concerns that the bedsides have less alarms, and that they are not as accurate as the transmitters. Biomed said that they had a run of vtach that did not trigger an alarm, and they see that a transmitter will have a run of vtach and it will alarm. He wants to find out about the settings on the bedsides and the transmitters. They have bsm-6000's and zm-530's. Nihon kohden clinical spoke to the customer and that there was not one specific patient. This was a general question about telemetry and bedside monitor patient's on a central nursing station (cns). According to the biomed the settings were different for the two cnss that he was looking at. This appears to be a settings issue. The issue regarding the vtach is an alarm threshold. Vtach most likely didn't meet the alarm threshold because the alarms are different from one central station to another. Therefore, when comparing if the vtach on one device with vtach on another they would not match up. Requesting logs to investigate. No patient harm was reported.